Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the latch lock sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code 46510. The event occurred during testing, there was no patient involvement.